Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic with noise on their atrial lead on (B)(6) 2020. Interrogation during this time, revealed no abnormalities in device of lead measurements. However, stored episodes revealed multiple mode switch events that had occurred. Isometric exercises that were performed were similar to the stored episodes. No intervention was performed. Patient condition after the event was stable.